Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-33, lot # v579919, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the event involved pelvic organ prolapse. Signs and symptoms included feeling and seeing a bulge. Etiology was noted as pre-existing condition, worsening or exacerbation. Interventions noted as pessary # 0 inserted on (B)(6) 2011. Pessary # 1 inserted on (B)(6) 2011. The event was ongoing.